Event description:
Reporter indicated that her daughter was not getting efficacy from vns therapy and wanted the device explanted. She stated that her daughter's physician; however, believed that the patient was doing well on vns therapy and should stay implanted. Reporter also stated that her daughter was experiencing the adverse events of sore throat, left facial drooping, and swelling of her lower lip. Good faith attempts to obtain information from the patient's physician are currently being made.